Event description:
Ra lead safety switch to unipolar due to a sudden decrease in low out of range pacing impedance (less than 200 ohms). Noise on the ra and rv lead. A technical service (ts) consultant reviewed device data, and provided recommendations for additional troubleshooting, and x-ray imaging. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.